Event description:
On (B)(6) 2012, customer reported a liquid leak (a few drops) onto the counter of the act diff 2 instrument. Customer stated that the platelets were failing background and they had high platelet counts while running patient controls. Customer attempted to resolve the event by bleaching. Customer stated that there was no electrical interference. Customer replaced the vacuum isolator chamber (vic), but the instrument still had platelets failing backgrounds. No injuries were reported and no erroneous patient results were generated, as the high platelet count message did not affect any patient results. Field service engineer (fse) inspected the instrument and bleached the apertures and replaced the filters for the waste line and the red blood count (rbc) baths. Fse adjusted the white blood count (wbc) gain to latex particles, and adjusted the hemoglobin (hgb) gain to 3700. The clog detector was adjusted to the new reference settings. The cause of the leak is unknown but it may be attributed to the waste line of the rbc baths. There was no further evidence of leaking. Repairs were verified as per established procedures and results met published performance specifications.

Manufacturer narrative:
(B)(4).